Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had bacteremia and that there was suspicion for thrombus. Hemolysis markers did not suggest evidence of thrombus. It was additionally communicated on (B)(6) 2021 that the patient did not have any noted power spikes during their current hospitalization, but had notable episodes of confusion. It was reported on (B)(6) 2021 that the infection was believed to be a potential device-related case of endocarditis. The patient received a computed tomography (CT) scan, x-rays, an electrocardiogram, sputum culture, respiratory virus panel, blood culture, and urine culture. The type of infection was confirmed to be e. Faecalis. The patient's blood cultures had been clean since (B)(6) 2021. The patient experienced delirium and required inpatient rehabilitation. Thrombosis was not confirmed as of (B)(6) 2021.